Manufacturer narrative:
Device was discarded at the account.

Event description:
It was reported that the blade subject to this MDR broke at the locking mechanism during the femoral resection in a total knee replacement procedure. The broken piece fell in to the surgical site, but was removed successfully with a forceps. The surgeon does not have any concerns that broken pieces may remain behind the body. The procedure was completed without further issue.